Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was in the hospital for the peritonitis when this report was received. The cause of peritonitis, treatment for the event, and patient outcome were not reported. The report indicated that automated peritoneal dialysis therapy was ongoing. No additional information is available.